Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
The customer reported that the alarm does not repeat. The device was in use at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse restored the center speaker as the default audio. The fse performed tests with success. After the speaker was restored to the default audio, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.